Manufacturer narrative:
Covidien reference number: (B)(4). The device serial number was not provided. The device serial number was not provided so the device manufacture date is unknown.

Event description:
It was reported that during patient use, a ventilator generated an alarm. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event. After maintenance the ventilator worked properly.